Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information literature attachment: percutaneous retrieval of embolized left atrial appendage occlusion device from mitral valve apparatus. B3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous retrieval of embolized left atrial appendage occlusion device from mitral valve apparatus", was reviewed. The article presented a case study of an 84-year-old male patient with a history of stroke, atrial fibrillation, recurrent hematuria, and anemia. On an unknown date a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant for a left atrial appendage closure (laac). The device was implanted. Approximately 12 hours later the patient presented with chest pain. Electrocardiography (ECG) demonstrated acute ischemic changed with st-segment elevation. The patient was hemodynamically unstable with a systolic pressure of 48mmhg. Transthoracic echocardiography (tte) revealed the device embolized, fully obstructing the mitral annulus apparatus. Intravenous heparin was administered. The patient developed tachycardia. A synchronized direct current cardioversion (dccv) was administered to restore sinus rhythm. Repeat tte confirmed the device partially migrated away from the mitral valve back into the left atrium. Coronary angiography confirmed right coronary artery stenosis. Chest pain and st changes persisted, so a balloon angioplasty was performed. The device was snared and removed from the patient. The patient recovered and was discharged. [The primary and corresponding author was bruno chin, department of cardiology, university hospital limerick, st nessan¿s rd, dooradoyle, co, limerickv94 f858, republic of ireland, with corresponding e-mail: brunocchin@gmail.com.]